Manufacturer narrative:
(B)(4).

Event description:
The customer complained about dilution issues for elecsys hcg + beta test system results on the cobas e 411 immunoassay analyzer. The customer stated that the same issue occurred approximately 3 weeks ago and required a service visit. The customer received erroneous hcg + beta results for a patient sample on the e 411. The initial hcg + beta result was >10000 miu/ml accompanied with a data flag. The repeat hcg + beta result with an automatic 1:100 dilution was 2666 miu/ml. The customer changed the reagent pack and three times the hcg + beta result was >10000 miu/ml accompanied with a data flag. The repeat hcg + beta results with an automatic 1:100 dilution were 409.5 miu/ml, 4916 miu/ml, and 7694 miu/ml. The patient sample was tested on a different e 411 and the hcg + beta result was >10000 miu/ml accompanied with a data flag. The hcg + beta result with an automatic 1:100 dilution was 34863 miu/ml on the different e 411 and was deemed to be correct. The sample was repeated on the different e 411 with an automatic 1:100 dilution and the hcg + beta result was 33710 miu/ml. The erroneous results were not reported outside of the laboratory. There was no adverse event. The hcg + beta reagent lot number was 25919900 with an expiration date of 30-nov-2018. The field service engineer (fse) suspected faulty sample and reagent tubing. The fse replaced the sample/reagent tubes, syringe block o-rings, probe seals, and sipper tubing. The fse checked the probe adjustment and mixer speed. The fse performed an analyzer performance check. The customer ran three 1:100 dilutions with the patient sample and the hcg + beta results matched the results on the different e 411. The customer ran quality control that was acceptable.

Manufacturer narrative:
Further investigation was not able to determine a specific root cause. The instrument is operating within specification.